Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported separation appears to be related to circumstances of the procedure; however, a conclusive cause for the reported difficulty removing the balloon dilatation catheter from the guide wire could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal circumflex that was heavily tortuous. After using the 3.5 x 20 mm trek rx balloon successfully for dilatation, during retraction of the balloon catheter resistance was felt with the guide wire which resulted in separation of the proximal shaft. The device was removed from the patient without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.